Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure during self-test. The customer¿s blood glucose was 201 mg/dl at the time of incident. The customer was assisted with troubleshooting for auto mode readiness. The customer was reported that the insulin pump had failed battery alarm. The customer also reported that they turned off insulin pump by suspending and turned off auto mode and never turned off insulin pump. The insulin pump will not be returned for analysis.